Event description:
When doctor attempted to remove the guide wire from the catheter, it could not be removed and the guide wire stretched. Both the guide wire and the catheter were removed together. There was no reported short-term or permanent impairment as a result of this incident.